Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 502 mg/dl. The customer treated with a shot. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The customer reported the cannula to appear bent. The customer stated that the pump alarmed insulin flow blocked alarm. The product was not returned for analysis.